Manufacturer narrative:
Pump received with no escape and act button response due to flattened button dome switch. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were hard to press on the insulin pump. Customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.